Manufacturer narrative:
Based on the additional information provided regarding the device, kci's assessment remains the same; it cannot be determined that the alleged admission and antibiotic therapy is related to the activ.a.c.¿ therapy system. The device passed quality control checks and met specifications at the kci service center before and after placement with the patient.

Event description:
On 12-aug-2021, a device evaluation was completed. On 28-jan-2021, the device was tested per quality control procedure by kci service center, and the unit passed the quality control checks and met specifications. On 03-feb-2021, the device was placed with the patient. On 01-jul-2021, the device was tested per quality control procedure by kci service center, and the unit passed the quality control checks and met specifications. Inspection and testing of the device did not reveal any evidence of an operational malfunction with the unit.

Manufacturer narrative:
Based on the information provided, it cannot be determined that the alleged admission and antibiotic therapy is related to the activ.a.c.¿ therapy system. The physician noted "per my view in discussion with infectious disease appears to be more consistent with postoperative expected changes." The device was not returned to kci for evaluation after multiple attempts; therefore, a device evaluation could not be performed. Device labeling, available in print and online, states: if a wound has been progressing well from dressing change to dressing change but then deteriorates rapidly, consider the following interventions and, where necessary, seek the guidance/expertise of a specialist: check the therapy hour meter to ensure that the actual number of therapy hours received matches the number of recommended therapy hours (22 hours a day). If the number of therapy hours is less than 22 each day, find out why there is a therapy deficit and remedy the situation. Clean wound more thoroughly during dressing changes. Evaluate for signs and symptoms of infection and, if present, treat accordingly. Change dressing often, ensuring that it is being changed at least every 48 hours. Examine the wound and debride as necessary. Debride the wound edges if they appear non-viable or rolled under as this may inhibit the formation of granulation tissue and migration of epithelial cells over an acceptable wound base. Assess for osteomyelitis and, if present, treat accordingly. Clinical considerations: in case of suspect wound deterioration, the lead clinician should be notified, the wound should be clinically examined, and the plan of care reevaluated. The decision to resume v.a.c.® therapy should be made at the discretion of the lead clinician. Infected wounds should be monitored closely and may require more frequent dressing changes than non-infected wounds, dependent upon factors such as wound conditions and treatment goals. Refer to dressing application instructions (found in v.a.c.® dressing cartons) for details regarding dressing change frequency. As with any wound treatment, clinicians and patients/caregivers should frequently monitor the patient's wound, periwound tissue and exudate for signs of infection, worsening infection or other complications. Some signs of infection are fever, tenderness, redness, swelling, itching, rash, increased warmth in the wound or periwound area, purulent discharge or strong odor. Infection can be serious, and can lead to complications such as pain, discomfort, fever, gangrene, toxic shock, septic shock and/or fatal injury. Some signs or complications of systemic infection are nausea, vomiting, diarrhea, headache, dizziness, fainting, sore throat with swelling of the mucus membranes, disorientation, high fever, refractory and/or orthostatic hypotension or erythroderma (a sunburn-like rash). If there are any signs of the onset of systemic infection or advancing infection at the wound site, contact the treating physician immediately to determine if v.a.c.® therapy should be discontinued.

Event description:
On (B)(6) 2021, the following information was provided to kci by the nurse.: the patient experienced a technical issue while on the activ.a.c.¿ therapy system because the power cord was left at home. On (B)(6) 2021, the following information was provided to kci by the home health administrative assistant: the patient was hospitalized for encephalopathy. On (B)(6) 2021, the following information was provided to kci via records: on (B)(6) 2021, the physician noted the patient was admitted for acute encephalopathy. "Further chart review shows he had a similar presentation in (B)(6) 2021 at the time febrile and with cellulites of the left below-knee amputation. Assessment and plan noted pe [pulmonary embolism] not significant for acute infection but high pre-test of being the source for infectious encephalopathy. On (B)(6) 2021, the physician noted, the patient did not meet sepsis criteria on admission, but he was markedly confused. "Acute metabolic encephalopathy due to sepsis gradually improving with broad-spectrum antibiotics...MRI was significant for bone marrow enhancement that per my view in discussion with infectious disease appears to be more consistent with postoperative expected changes." Discharge exam noted left lower extremity below-knee amputation wound appears uninfected." Upon discharge, the patient was prescribed two antibiotic medications. On (B)(6) 2021, the following information was provided to kci by dr. Brian curtis's medical assistant:: the physician is unable to provide additional clinical information. On (B)(6) 2021, the device was tested per quality control procedure by kci service center, and the unit passed the quality control checks and met specifications. On (B)(6) 2021, the device was placed with the patient. Multiple unsuccessful attempts have been made to retrieve the device, therefore, a device evaluation could not be performed.